Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor showed both yellow and red lights. The patient advocate contacted patient services and noted that the patient has been away from the home monitor for a few weeks. Patient services referred the patient to their clinic as there may have been an alert detected by the monitor which was not able to be transmitted to the clinic. The implantable cardioverter defibrillator (ICD) system remains in service and no adverse patient effects were reported.